Event description:
Recap of poor quality of care, product liability, continuous personal injuries. Subject: urgent concerns regarding potential medical negligence in cardiac care I am writing to seek your expertise regarding what I believe to be potential medical negligence and mismanagement of care in my father's treatment for cardiac issues. Background: my father was initially diagnosed with acute coronary syndrome, including severe multi-vessel coronary artery disease. Despite presenting with significant symptoms indicative of ischemic heart disease, there was an initial delay in intervention. It was not until four days later that a stent was placed in the circumflex artery, a delay that raises serious concerns about a breach of the standard of care and possible deviations from the established protocols for the management of acute coronary syndromes. Current issues: post-stent placement, my father experienced cardiogenic shock, necessitating the insertion of an impella smartassist 5.5 device for mechanical circulatory support. He has remained on this device for approximately three weeks, with his left ventricular ejection fraction (lvef) persistently low at 20-24%, indicating severe systolic dysfunction. His clinical status remains critical, complicated by pleural effusion requiring chest tube drainage, and significant oliguria managed by a foley catheter. The lack of clear communication and transparency from the medical staff about his prognosis and treatment plan is alarming. Despite assurances that his clinical "numbers" are stable, there has been no observable improvement in his overall condition. He has suffered multiple episodes of ventricular tachycardia, requiring frequent defibrillation, which raises concerns about the management of his arrhythmias. Additionally, there is a concerning lack of documentation and communication regarding a recent fall, which could have exacerbated his pre-existing lumbar fractures. The hospital's failure to acknowledge a pressure ulcer, initially reported by a nurse, further exemplifies a pattern of potential substandard care. Family and professional concerns: my mother, as the designated durable power of attorney for healthcare decisions, is a retired ICU nurse with 40 years of clinical experience. Given her background and our combined medical knowledge, we have repeatedly encountered resistance and inadequate responses to our inquiries, raising concerns about possible obstruction of patient rights and informed consent violations. Despite my father's critical condition, the hospital has withheld access to his complete medical records, only permitting review post-discharge, which impedes our ability to make informed decisions about his care. This lack of transparency could be construed as a violation of the health insurance portability and accountability act (hipaa) and patient rights under federal law. His worsening lab results, including leukocytosis and declining hemoglobin, suggest potential systemic complications such as sepsis or internal bleeding, yet these issues have not been addressed adequately by the care team. Conclusion: I am gravely concerned that my father's care has fallen below the acceptable standard, potentially contributing to his declining condition. The use of the impella device, which has been recalled by the FDA in 2023 due to safety concerns, adds to our fears that his treatment may have been compromised by equipment known to be defective. Given the serious nature of these concerns, I am seeking your guidance on how to proceed with addressing these potential instances of medical malpractice. The situation has caused immense stress, negatively impacting both my family and my professional life. Your expertise in this matter would be greatly appreciated. Thank you for your attention and assistance. Sincerely, dr. (B)(6) former rn, phd in he. We cannot get the labs or test results the hospital won¿t give us access to his records until he¿s discharged. Prior to hospital admission, there were no known health conditions. We realized with the nstemi heart attack that he did have peripheral arterial disease.